Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 6. It was reported while using bd vacutainer® multiple sample luer adapter, leakage was seen with one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 6: it was reported while using bd vacutainer® multiple sample luer adapter, leakage was seen with one (1) device. No adverse impact was reported regarding the patient or user.